Manufacturer narrative:
Insulin pump received with no button response due to flattened esc, act, up and down button dome switch. Insulin pump received with cracked reservoir tube lip and minor scratches on lcd window.

Event description:
Customer called to report the insulin pump had buttons that were sticking when pressed. Blood glucose reading was 112 mg/dl. The customer did not recall any significant events leading up to the keypad anomaly. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).